Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion implant upn: (B)(4). Model: 101-9812 serial: unknown. Batch: unknown.

Event description:
It was reported the patient did not receive pain relief from the implanted superion devices. The patient underwent an explant procedure to remove both devices, and was doing well post-operatively. The implants were not released by the hospital, and therefore, device analysis could not be completed.